Event description:
During follow-up, noise resulting in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. Provocative testing was performed and noise was reproduced. The patient was in stable condition and will continue to be monitored.